Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal (concentration and dose unknown) via an implantable pump for an unknown indication for use. It was reported on 2018-jun-21 that a motor stall occurred and the pump was beeping on (B)(6) 2018. Interrogation was done as diagnostics/troubleshooting performed but the pump showed motor stall even if the pump was reprogrammed. There were no environmental/external/patient factors that may have led or contributed to the issue. Several reprogrammings were done without solving the issue and the motor stall was still active at the time of the report. Replacement was scheduled and the pump would be returned. At the time of the report the patient's status was unknown and the issue was not resolved. The patient age and weight were asked but would not be made available. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3007566237. Additional review showed the correct manufacturing site was site # 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the health care provider (hcp) was the initial reporter. The hcp contacted the manufacturer representative directly after being contacted by the patient's mother. The pump was implanted in (B)(6) 2011 or (B)(6) 2012. Provided pump logs indicated a motor stall occurred on (B)(6) 2018 at 11:57 with no recorded recovery. The pump was replaced on (B)(6) 2018. The pump was used to deliver lioresal baclofen (2000.0mcg/ml, 900.3mcg/day), elective replacement indicator (eri) was indicated as 6 months.